Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. A deformed staple was taped to the device. Visual examination of the returned sample revealed that the first two staples appeared misaligned. The stapler was returned with 39 staples remaining in the cover block. The staples appeared typical, indicating that the malformed staple taped to the complaint sample was the result of a misfire. The trigger was returned partially engaged. No clear evidence of use in the form of biological material was present on the device. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. Upon engagement of the trigger, no staples would fire. Multiple attempts were made, but no staples fired. It appeared that the misalignment of the first two staples prevented the staples from moving down the track and into the forming tool. The stapler was disassembled, and it was confirmed to have been assembled correctly. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed with the device. A CAPA was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. The forming tool component is under investigation as part of the CAPA. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The complaint of misfire/jam-staples not forming/closing was confirmed based upon the sample received. Visual examination revealed that the first two staples appeared to be misaligned. Upon functional inspection, the misalignment of the first two staples prevented the remaining staples from firing correctly. The sample was disassembled and die casting anomalies on the forming tool was discovered. No other defects or anomalies were observed. Each stapler is fired three times and then 100% inspected for proper staple alignment at the manufacturing site. For this reason, it is unlikely that the issue was present at the time of assembly. It could not be conclusively determined what caused the staples to misalign. A CAPA was opened by the manufacturing site to further investigate the issue of visistat 35r staplers failing to function properly. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "when the user grasped the handle during a surgery, a deformed staple was fired. Therefore, he/she replaced the stapler with a new one to complete the procedure. No injury to the patient was reported." The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be completed as no lot number was provided. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "when the user grasped the handle during a surgery, a deformed staple was fired. Therefore, he/she replaced the stapler with a new one to complete the procedure. No injury to the patient was reported." The patient status is reported as "fine".